Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0vbf8, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that since implant her symptoms had removed but she was released from the hospital without understanding what to do and she did not feel stimulation. It was noted that she was implanted the day prior. The healthcare provider (hcp) had instructed her to keep a voiding diary. It was noted that years ago she had a bladder suspension which worked great until the last 5 years, when she starting dribbling. She had taken medicine but got to where it was not doing any good. Something she could feel when she leaked and something she could not. She had been wearing large pads prior to implant. A manufacturing representative (rep) told her she was set on 3. She changed her pad late yesterday and was ok during the night. She went a little while ago and did not leak. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, the event will be updated. Additional information from the patient reports the patient was very pleased with the device after the first week as she was able to set or re-set the device herself and regulate the sensation. Since it had been implanted permanently, the patient had not been satisfied. For the first two weeks after she went home, she felt no sensation. When she went to the doctor, they found it was not working. They worked with it and set it. She could feel it in the office but not again for two weeks, when she went back to the doctor. They re-set it again and the same thing. It hadn't worked since. The patient go back to the doctor on (B)(6) . In the meantime, as it had been since (B)(6), her leakage was as bad as it was before she had either surgery.

Manufacturer narrative:
(B)(4).